Event description:
Boston scientific received information that during a routine device check, interrogation of this pacemaker revealed the lead safety switch (lss) had occurred for the associated right ventricular (rv) lead. Testing of the lead found sensing and pacing impedance measurements in the bipolar configuration to be stable and within the range of measurements obtained at previous device checks. A review of daily measurements did not detect a specific time or measurement that triggered the lss warning. Rv pacing threshold measurements in bipolar were varied and unstable, while the threshold measurements in the unipolar configuration were stable. The pacing configuration was reprogrammed to unipolar and device and lead remain in service. No adverse patient effects were reported; the patient was not pacemaker dependent.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.